Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up, high ventricular rate episodes and ventricular noise reversion episodes due to rv lead noise were observed. Noise was reproducible with isometrics. Programming changes were made and no more noise was noted. Patient was stable.